Event description:
During laparscopic cholecystectomy, racheted grasping forceps inserted through 5mm trocer. Forceps jaws would not close. Removed from field. Evaluation by clinical engineering revealed break occurred at hole for rear leak pin end of plate is missing. Information found out after close of patient. Piece remains unaccounted for.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.